Event description:
After an implantation time of 7 months, it was reported that recurring vf detections were seen in the home monitoring, starting in 2008, which did not look quite physiological judging from the iegm. A follow-up confirmed these irregular signals. On the following month, the rv lead and the device were exchanged, during the revision it became apparent that the lead was damaged - about 3 cm above the vcs shock coil. Lead associated with this device: linox sd 65/16, MDR 1028232-2008-00725.

Manufacturer narrative:
The ICD first underwent a status interrogation, which showed the device status mol 1. The ICD had been implanted for a period of 31 months, and 53 charge processes were recorded. The memory content of the ICD was checked; the recorded iegms showed interference in the ventricular channel. The signal sensing of the ICD was checked and proved to be free of noise. The ICD sensed applied signals free from interference. The ICD's capability to provide therapies was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was applied and the device reacted according to specification with a 30-joule defibrillation shock. The specified energy level was reached. The charge time was normal. The analysis did not provide any indications of a material defect or manufacturing error. The ICD proved to be fully functional.